Manufacturer narrative:
H.6. Investigation: customer returned several images of three syringes alongside a polybag labeled for 0.3ml, 29 gauge, 12.7mm syringes from lot 0118346. One of the three syringes has had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch# 0118346. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. CAPA#1630423 was initiated.

Event description:
It was reported that while removing shield from bd syringe 0.3ml 29ga 1/2in the hub separated from device. The following information was provided by the initial reporter, translated from japanese to english: this is a report about hub separation. According to the customer's report, the needle with the shied was separated from the barrel when removing the shield.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while removing shield from bd syringe 0.3ml 29ga 1/2in the hub separated from device. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about hub separation. According to the customer's report, the needle with the shied was separated from the barrel when removing the shield.